Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the bolus from the insulin pump. Customer reported that they received insulin flow blocked alarm. Customer was to clear the alarm by selected rewind. Customer stated that insulin exits the tubing. Customer was insulin dripped when going through the fill cannula process. Customer also stated that insulin flow blocked it occurred again during the rewind. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.